Event description:
A caller reported an occlusion alarm, though the alarm number could not be verified in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and no additional assistance was deemed necessary.